Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the surgeon experienced difficulty manipulating the uterus. During the case, a uterine perforation and more than expected bleeding occurred. Retroperitoneal bleeding was noted but not rapidly expanding. The estimated blood loss was 200ml. Due to difficult manipulation of the uterus and the inability to delineate left infundibulopelvic for the oophorectomy because of the bleeding, a decision was made to convert the case to open surgery. The bleeding was able to be controlled by the use of cautery and surgicel. No blood transfusion was required. The patient tolerated the conversion well, and is recovering as expected.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.